Event description:
The autopulse nxt platform (sn (B)(6) was used to resuscitate a 53-year-old female patient weighing approximately 150 pounds. According to the customer, the platform powered on but failed to initiate compressions as it wouldn't retract the band properly around the patient. The band pins locked into the spools as expected. However, the right-side band drew into the platform and was then manually extended to its full outward position. Upon resizing, the band on the left side drew all the way in the platform. The nxt platform did not illuminate any alert light. There were no adverse effects on the patient. Following this incident, the customer did not test the platform to see if it would retract the same band and perform compression correctly when used on a test manikin.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform (sn (B)(6) failed to initiate compressions was confirmed in the archive data but was not reproduced during functional testing. Based on the archive data, the likely root cause of the reported complaint was a software-related issue. The archive data indicates that the platform powered on but did not begin compressions due to a failure to properly retract the band around the patient, confirming the reported complaint. This was associated with a software-related issue: when the user pulled up on the band, fault code 1071 (fault_motor_timedout) was triggered, indicating that the motor was too slow and timed out, failing to reach the platform home in time. The motor then rotated beyond its home position, resulting in fault code 1101 (fault_motor_movement), which indicates uncommanded or band-induced motor movement while the motor is idle or paused. The autopulse nxt platform passed preliminary functional testing without any faults or errors. Belt tension on both sides was checked and verified to be above 55n, within specification. The magnet sensor pca was verified to detect the guard magnet at a reasonable distance. Following service, the nxt platform passed final testing without issues.